Event description:
It was reported by resmed (B)(4) technical service center that during service eval an astral device failed to pass its internal self-test. The device was not used on a pt when the fault occurred, therefore, there was no pt involvement. MFR # 3004604967-2015-00241.